Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely to the use of excessive force could cause the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The aware should be 24 jan 2024.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the outer tube was skewed, the image was blurry, the light guide fibers were dark, and the device was repaired by a third party. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6) hospital.

Event description:
It was observed that during the device evaluation, the rigid endoscope telescope's direction pin was found to be missing. There were no reports of patient harm.